Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the electrocardiogram cables were missing. As a result the cables were replaced. (B)(4).

Event description:
It was reported that the programmer could not display the electrocardiogram of body surface when connected. The programmer was returned for servicing. No patient complications have been reported as a result of this event.